Event description:
It was reported that the bd iag bc pro global leaked. The following information was provided by the initial reporter: "we have had 2 needles leak from the base where the catheter hub meets the catheter tube. (B)(6) 2024 event date of the second occurrence was april 5th, 2024.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional information which provided an event date for one of the two initial occurrences reported, thus generating this additional MDR.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.